Manufacturer narrative:
(B)(4). Packaging conforming the customer complaint indicated that the tyvek "was torn a little which compromised sterility." The package was visually examined and it was found that the package had been partly peeled open on the end opposite the peel tab. The package showed evidence of seal adhesive transfer from the tyvek onto the blister indicating that the package had been completely sealed prior to being opened. There was no indication of potential contamination of the package that could have adversely affected the seal. The tyvek was visually inspected and no rip damage was found. Complaint event could not be verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unknown procedure when the scrub tech pulled the device out of the box the tyvek was alleged to have been torn which compromised sterility. The device was not used on the patient. Another device was used to complete the case with no patient consequence.